Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during investigation, a review of the pump black box data showed no evidence of pump reboots. During a visual inspection of the pump, investigation revealed that the battery compartment had multiple cracks. The returned battery cap had stripped threads and was unable to attach securely to the pump. Pump reboots occurred using the returned cap. A test battery cap was used for testing and the pump successfully completed the 24 hour duration test with no power loss observed. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the keypad was peeling up at the ok button. All of the keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.